Event description:
The surgeon reported via the sales rep, that whilst preparing thet2 kids nails for insertion in the radius he found it difficult to bend the nails into the shape required and that the nails ended up with a sharper bend than wanted and expected, and they were unable to achieve the three point cortical contact construction.

Manufacturer narrative:
Investigation summary: all nails were classified as primary products during investigation. A review of the manufacturing and inspection documents (DHR) was not possible because the lot codes were not provided. Also the implants were not provided; therefore an inspection of them was not possible. All provided information and the x-rays were evaluated by experts of the t2 kids system and a medical expert: the chosen nails were too thin for the treated intramedullary bone channel; the x-rays show that the chosen nail diameters are less than (B)(4) of the channel diameter. Due to this a sufficient three point cortical contact and a sufficient stiffness of the nails were not given. A special anodizing method (type ii) guarantees higher fatigue strengths (approx. (B)(4)) in comparison to other titanium implants, therefore concerns regarding the stability, strength and stiffness can be excluded. Furthermore the nails are also available in stainless steel version. T2 kids nails are available to a diameter of 4mm. In the actual case the surgeon selected a diameter of 1.5 and 2.0mm (according to provided catalog numbers), therefore enough diameter range (2,5mm, 3mm, 3,5mm and 4mm) were possible for a correct treatment. Regarding deformed nail: the customer reported that one nail got deformed during insertion approx. To 90°. Most likely the nail was pre-bended by the surgeon; due to insufficient bending the nail was weakened (i.e. Due to notching) and finally it got deformed. The too small nail diameter did also contribute to this issue. The IFU and the operative technique include several warnings and the correct implant size, handling and implantation in detail. Based on the given information the reported issues were caused by a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The surgeon reported via the sales rep, that whilst preparing thet2 kids nails for insertion in the radius he found it difficult to bend the nails into the shape required and that the nails ended up with a sharper bend than wanted and expected, and they were unable to achieve the three point cortical contact construction.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Disposition unknown.